Manufacturer narrative:
Sample was returned. Customer complaint was confirmed. Device appears to have been worn excessively ¿ showing signs of excessive wear. Its important customer follows all instructions. Dismissing these instructions may have led to an unsatisfactory customer experience. Based on complaint trending data, issue is not wide ranging. No further containment or corrective action required at this time

Event description:
Consumer bought a dental guard and it lasted about a week. The original fit was good and the guard held tightly, but then the material started disintegrating and chipping away. Product was returned.